Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient had bacteremia with bacterial infection in the blood. There were no additional adverse patient effects reported. This rv lead was explanted.